Event description:
It was reported, the patient's sjm ipg will be explanted and replaced with a competitor's device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient had stopped charging the ipg and it had become inoperable prior to being implanted with the competitor's ipg. The patient did not undergo explant of the ipg as previously reported.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.